Event description:
The manufacturer representative reported a hematoma located around the lead four days post-implant. The patient was rushed to the emergency room with paralysis from the waist down to the feet. The leads were removed, along with the hematoma. A MRI was performed which revealed decompressive laminectomy. The patient currently has movement in the right leg; the left leg is not doing as well. The lead was not returned to the manufacturer. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received. Refer to medwatch report # 6000153-2007-01157.